Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was charging too frequently. The patient reported that her current battery was smaller than her first implant and she didn't realize how much of a difference it would be in terms of frequency of recharging. It was noted that the models of the current battery and first were different. The patient reported that she didn't use the belt, placed the antenna over the ins and then placed several pillows against the ins site to hold it in place and adjusts the dial until she got full coupling however it took a while and once she had good coupling it would stay as long as she didn't move. The patient reported that she had to add pressure against the ins site in order to get better coupling that had resulted in bruising in the area. No further complications were reported.